Event description:
A user facility reported that one (1) patient sustained "vascular" redness to the inner thigh following hair removal treatment with a lumenis lightsheer duet laser, et hand piece. The initial reporter stated the patient's vascular redness had not resolved. No relevant patient preexisting conditions were reported. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs which were provided. The user facility owns several units of the subject device and did not know the serial number of which subject device was used during the treatment for the reported event. Additionally, the user facility declined service for the subject device therefore, no examination of the performance specifications of the device occurred. A review of subject device service records found that all their subject devices had been serviced within six months of the date of the adverse event. The user facility does maintain a current service contract for all their subject devices. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding treatment settings were within specifications and mild per common medical practice. Patient did not sustain a burn, however a side effect of reticulate erythema was identified. The patient's adverse sequela has been present for over three (3) months. The professional concluded the sequela was identified in a 2004 journal article published in the journal of american academy of dermatology, 2004 nov;51(5):774-7, reticulate erythema following diode laser-assisted hair removal: a new side effect of a common procedure. A review of subject device labeling found that the subject device IFU contains the following statement: cautions - patients with the following conditions should be treated with caution and per the physician's discretion: · history of: - livedo reticularis, an autoimmune vascular disease; the management may include topical corticosteroids, antihistamines and discontinuance of treatments. Customer declined service.